Event description:
It is reported that the device was implanted in 2003, and that the patient was revised in 2009, due to an osteolytic lesion in the proximal tibia around the screws through the tibia baseplate.

Manufacturer narrative:
Evaluation summary: the devices were in vivo for approximately 5 years and 5 months. No product was returned for evaluation. Also, no x-rays were provided for review. As part of the complaint investigation for osteolysis, a team was formed to investigate a probable cause. The following areas were explored: literature research, clinical data, histology analysis, design aspects, wear testing, locking mechanism testing, micro-motion testing, and baseplate/screw interaction. After reviewing the results from the activities described above, the team concluded that there is not definitive cause that explains the reported osteolysis. Evaluation: no product was returned. Review of the device history records was also not possible, as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.